Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Unknown which lead was replaced so both are being reported.

Event description:
Related manufacturer reference number: 1627487-2019-07365. It was reported that the patient's right l2 lead was fractured. As a result, the lead was explanted and replaced. Post op, effective therapy was confirmed.